Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled", "pacer disabled", "pacer fault 116" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.